Event description:
It was reported that "warraty repair, error 208 and 309, the max load was set to 40# and it continued to pull to 60#, the rope release would not release patient at end of the traction treatment even after hitting emergency button, no injury reported."

Manufacturer narrative:
It was reported that "warraty repair, error 208 and 309, the max load was set to 40# and it continued to pull to 60#, the rope release would not release patient at end of the traction treatment even after hitting emergency button, no injury reported." The device was returned and evaluated. The unit needed a new solenoid. Solenoid replaced, touchscreen back cover replaced and the ribbon cable that connects to the main pcb board. The clamp foot was bent, so it was also replaced. Sent a new patient switch as the other one was no longer functioning. The calibration was set extremely high, the unit was recalibrated and a burn in was performed for 8 hours. No issues or defects were discovered during this process.